Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with a faulty ID board, faulty pkrf board causing low output. The device was placed for repair. Based on evaluation findings the reported issue was confirmed. The root cause of the reported failure was due to faulty pkrf board and ID board attributed to component electrical failure.

Event description:
It was reported that during a therapeutic procedure the device was found with insufficient energy output, not cutting. There were no further details provided regarding the event. No patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the cause was a faulty circuit board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and specifications. No abnormalities were found. Based on the reported information and device evaluation, the issue was caused by a faulty pkrf board. When used with a test board the unit passed output tests. Olympus will continue to monitor complaints for this device.